Event description:
Ems personnel were transporting a stable pt to the hospital. An attempt was made at monitoring the pt however, the monitor allegedly displayed a leads off message and a flatline. The operator checked each lead wire adhesion, attachment and changed the battery with no results. There were no adverse effects to the pt reported as a result of the alleged malfunction.